Event description:
During an orif of clavicle procedure, on of the tips of the forceps snapped off while the surgeon was attempting to gain leverage with the reduction forceps to reduce the fracture. All pieces were retrieved. Surgeon used another pair of forceps to complete the procedure with no further problem, no harm to patient. Patient had right shoulder open treatment of ac dislocation. Synthes clavicle hook plate was implanted.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Thi device is used for treatment not diagnosis these forceps are designed to be used for small fragment procedures such as clavicle where access to the area surrounding the bone may be limited. In addition, it is important to limit the amount of soft tissue disruption required to apply the forceps. This is important because it helps to maintain an environment that is conducive to healing. As a result, the cross-section of the working portion of these forceps should be minimized while still allowing for appropriate clamping strength. An examination of the cross-sectional area of the working end indicates that it is of appropriately designed for its clamping application. It is possible; however, that if an uncommon load were applied to the working end while using them in a manner such as prying it may indeed fail. This may have in fact been the case as the report identifies that the surgeon was attempting to gain leverage. Using these clamps as a lever is categorized as a foreseeable misuse.